Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/9/2022, it was reported by a sales representative via email that an ar-1588tnt acl-fibertag tightrope needle came off the sutures. This was discovered at the back table while preparing the graft during an acl procedure. Surgeon used a free needle to complete the case. This failure added additional time to the surgery. No further issues has been reported. Additional information received 5/9/2022: procedure took place on (B)(6) 2022. The case was delay 10-15 minutes due to needle failure and additional anesthesia had to be administered to the patient. Even though the needle broke off from the tightrope, surgeon was able to use the same tightrope to complete the case.